Manufacturer narrative:
Date sent to the FDA: 2/17/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an unopened sample of product code mcp497h were received for evaluation. Visual inspection of the unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qjmutp, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events/procedures. Additional information was requested, and the following was obtained: did the suture breakage occur in multiple procedures? If yes, please provide pc number for each of the procedures. 12 of the sutures broke during surgeries. No information is available about previous occurrences, and the number of previous occurrences is unknown. Could you please clarify if suture breakage happened in 4 boxes of sutures or 12 individual sutures? 12 individual sutures. How many sutures broke during this single procedure being reported? This information has not been documented by the hospital, therefore it is not available. Procedure name and date? This information has not been documented by the hospital, therefore it is not available. Were there any patient consequences? No. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: 12 events were submitted. (B)(4): via 2210968-2021-01340, 2210968-2021-01341, 2210968-2021-01342, 2210968-2021-01343, 2210968-2021-01345, 2210968-2021-01348, 2210968-2021-01349, 2210968-2021-01352 and 2210968-2021-01354. (B)(4) : via 2210968-2021-01331 and 2210968-2021-01335.

Event description:
It was reported that the patient underwent an unknown surgery between the period of (B)(6) 2021 (B)(6) 2021 and the suture was used. While the surgery was taking place the suture broke. There were no patient consequences reported.